Event description:
It was reported that during an arthroscopic ankle surgery, the small joint grasper (basket) broke off in the surgical area. The portion of the instrument that broke off required a small open incision in order to retrieve the piece.

Manufacturer narrative:
Device has been received and is under investigation. Once evaluation is complete, a follow-up report will be submitted.